Manufacturer narrative:
G.4 k183399; k243403.

Event description:
According to the customer report, medicine solution was leaking from the nexiva catheter. After nexiva implantation, the patient observed reverse blood leakage from the catheter portion, and when the catheter was removed, damage was observed (not visible).